Manufacturer narrative:
Outset technical support engineer (tse) reviewed the system log with the procedure date on (B)(6) 2025 and did not identify any device malfunction. Tse confirmed the failed setup appears to be user/setup related. Furthermore, an outset field service engineer (fse) conducted an onsite mock treatment, during which the console operated as intended with no observed performances issues. Based on the information available at this time, the reported event appears consistent with cvc lumen collapse, access limitations, and/or use-related factors rather than a device malfunction. A review of production records for this serial number did not note any related manufacturing nonconformance's that would contribute to this event.

Event description:
Registered nurse (rn) reported inability to complete dialysis treatment due to repeated arterial pressure low/high alerts, resulting in failure to pass self-test and prime. Multiple cartridge exchanges were attempted; however, console did not allow blood return due to arterial pressure high alarms, resulting in an estimate of 600 ml blood loss. Patient was on heparin drip with upper neck central venous catheter (cvc) access; rn did not suspect clotting. Subsequent setup attempts resulted in self-test and prime failures. No patient adverse event was noted as a result of this incident.